Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device md2358, and no non-conformance's were identified.

Event description:
It was reported by health authority that the patient underwent a myomectomy and excision of right ovarian cyst procedure on (B)(6) 2019 and suture was used. The needle broke during use. The broken piece was retrieved from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.